Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load a second, new cartridge and successfully resumed insulin delivery.